Manufacturer narrative:
(B)(4). Physio-control replaced the main keyboard assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control evaluated the removed keypad assembly at the failure analysis center and determined the cause of the failure to be a worn off conductive material from the on/off switch. The material created a constant short between the conductive fingers of the assembly. This issue could have caused the device to exhibit power on/off problems with device movement or excessive heat or cold.

Event description:
It was initially reported that the device would power on by itself and would not power off unless the batteries were removed. However after further evaluation of the removed keypad assembly by physio-control, it was observed that the device could have also failed to power on or lose power. There was no report of patient use associated with the event.